Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after one month the dental implant was installed in intraoral region #30 it was verified its non osseointegration. The 40 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type I. Pt had low bone quality and pain.